Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI #: (B)(4). Reporter is a j&j employee. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection revealed marks of wear on the entire device. It could be observed a discoloration in the handle and rust presence in the tip of the inner hub. The inner shaft was removed, no structural anomalies were found, however the edge of the cutter was found slightly damaged. Via functionality, a sample of suture were cutting using the device and after several attempts the suture were cut but with a frayed condition. A manufacturing record evaluation was performed for the finished device lot number: 19p13, and no nonconformances were identified. According with the visual inspection results, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure. Since this is a reusable device, this issue has possibly occurred after using it in this manner for many procedures, the constant manipulation between surgeries and sterilization process can lead to damage the edge of the cutter. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in belgium that during an unknown surgery on (B)(6) 2022, it was observed that the cordcutter device could not be used during the procedure as it was no longer working probably due to being worn. During in-house engineering evaluation, it was determined that the device had marks of wear, discoloration in the handle and rust presence in the tip of the inner hub. Furthermore, the edge of the cutter was found slightly damaged as during functionality testing, the device was able to cut a sample suture after several attempts but with a frayed condition. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.